Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A review of the provided image was performed, and the following additional information was provided: grip tang was dislodged from its normal position and as a result is protruding out of the distal clevis.

Event description:
It was reported that during da vinci-assisted inguinal hernia surgical procedure, force bipolar instrument popped out at the wrist of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no noted damage. The event occurred towards the end of the procedure. No system fault was noted. The instrument was misaligned at the wrist. Part of the wrist of the instrument had popped out of alignment. No jaws were stuck on tissue. No report of unexpected tissue removal or bleeding. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. The instrument was fully functional.

Event description:
Refer to h11 for follow-up information.